Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Aptus endoanchors were implanted prophylactically in the patient during an endovascular treatment. Five aptus endoanchors were successfully implanted in a valiant stent graft during the procedure. There was no tortuous anatomy or calcification in the area where the physician placed anchors. It was reported that, during the index procedure, the physician attempted to implant a sixth endoanchor into the valiant stent graft but the endoanchor did not attach to aortic wall or to the fabric of the valiant stent graft. The guide was not deflected more than 90 degrees. The endoanchor floated in the patient. The physician elected to snare the endoanchor but the endoanchor traveled to the right tibial artery. The physician elected to use a wire and a small balloon in order to retrieve the endoanchor. Per the physician, the cause the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the pre-implant anatomy information and films during index procedure were not provided. The exact cause of the endoanchor did not attach to the aortic wall or to the fabric of the stent graft could not be conclusively determined from the two images provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.